Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery and motor alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 210 mg/dl. The customer stated that he woke up when the pump alarmed motor error. The customer stated that he changed out his set and reservoir and received the motor error after the set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.